Event description:
Half of the medication came out between the syringe and the needle and got wasted. [Device leakage] received only half of the prescribed medication [incorrect dose administered by device] no adverse event. [No adverse event] case narrative: this initial spontaneous report concerns of device leakage, incorrect dose administered by device and no adverse event in a 22-year-old female patient (race was not reported) from the united states. The patient's age at the time of event experience was 22 years. On (B)(6) 2024, amneal pharmaceuticals received information from the nurse via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml every 3 months (ndc: 70121-1480-1, batch/lot: 240155, expiration date: may-2026, serial number: (B)(6) (dose, frequency and route were not reported) on (B)(6) 2024 for unknown indication. Procedures, co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that the patient is fine and did not experience any side effects, further she stated that the patient has no concomitant medications, medical history, lab tests, and allergies. The patient received the medication from the pharmacy on (B)(6) 2024 she brought it to the clinic for administration and further stated that while administering, half of the medication came out between the syringe and the needle and got wasted. She also confirmed that this is the first time they have noticed this issue. Upon asking for sample availability, she agreed to send return the empty medication box only as the medication has been discarded and to send pictures via email. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage, incorrect dose administered by device and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage, incorrect dose administered by device and no adverse event was unknown. The reporter did not provide the causality device leakage, incorrect dose administered by device and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited.

Event description:
Half of the medication came out between the syringe and the needle and got wasted [device leakage], received only half of the prescribed medication [incorrect dose administered by device] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device leakage, incorrect dose administered by device and no adverse event in a 22-year-old female patient (race was not reported) from the united states. The patient's age at the time of event experience was 22 years. On 21-oct-2024, amneal pharmaceuticals received information from the nurse via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml every 3 months (ndc: 70121-1480-1, batch/lot: 240155, expiration date: may-2026, serial number: 3001590876) (dose, frequency and route were not reported) on (B)(6) 2024 for unknown indication. Procedures, co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that the patient is fine and did not experience any side effects, further she stated that the patient has no concomitant medications, medical history, lab tests, and allergies. The patient received the medication from the pharmacy on (B)(6) 2024 she brought it to the clinic for administration and further stated that while administering, half of the medication came out between the syringe and the needle and got wasted. She also confirmed that this is the first time they have noticed this issue. Upon asking for sample availability, she agreed to send return the empty medication box only as the medication has been discarded and to send pictures via email. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage, incorrect dose administered by device and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage, incorrect dose administered by device and no adverse event was unknown. The reporter did not provide the causality device leakage, incorrect dose administered by device and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 21-feb-2025. New information received includes qa investigation report, attached with this case. During the investigation it is confirmed that: aseptic filling and visual inspection processes of batch 240155 were conforming. No record found in relation to the problem statement. Dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically cclt, container content, gliding force and break loose) reviewed with compliant results apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240155 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage, incorrect dose administered by device and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage, incorrect dose administered by device and no adverse event was unknown. The reporter did not provide the causality device leakage, incorrect dose administered by device and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.